Manufacturer narrative:
Concomitant medical products: product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Event description:
Information received from a consumer regarding an implantable neurostimulator (ins). The indication for use included failed back sur gery syndrome. The patient's daughter reported that the ins was removed due to not helping the patient, and a pump was put in instead. It is unknown if any troubleshooting or diagnostics were performed. Further follow-up is being conducted to obtain this informati on. If additional information is received, a follow-up report will be sent.